Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The memory stick and control board were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit shut down during a case. No report of patient injury.